Event description:
While md removing jp drawn on postop day number 3, drain fractured. Pt returned to or for removal. Fracture noted approx 2cm from the junction of the white portion of the drain and the tubing. No apparent cause was identified during the procedure. There were no sutures around or through the drain.

Event description:
Add'l info received from MFR 3/6/03: the voluntary medwatch had all pt and initial reporter info redacted and this precluded co from doing due diligence follow up with the reporter. Therefore co is unable to obtain the device in question and could not compelte any laboratory testing or failure analysis and no conclusions could be reached in regards to device failure. The only product info available from the voluntary medwatch was the product code. No lot number was provided. Co has done a search of the co's complaint database back to 1-jan-2001 for this product code and have found only (1) add'l complaint against this code and it is not for the defect noted in medwatch. So with the info available co has not been able to determine whether the events described in the medical device report are or are not attributable to the co's device. The co was unable to obtain the device and are unable determine from the voluntary medwatch the final disposition of the device at the user facility. The voluntary medwatch states that the drain was removed on post operative day (pod) number 3. Date of the event is redacted, therefore co cannot determine exact implant or explant dates. No design modifications to the device have been made since marketed which may be related to the event. Sterilization method (cobalt irradiation) has remained the same, though the sterilization site was changed. This change occurred in 1997.